Event description:
It was reported by service report that the head right siderail would not lock. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - locking mechanism was jammed.